Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, stent thrombosis occurred. The patient presented due to angina pectoris. Cardiac catheterization revealed a 95% stenosed and 15mm long lesion located in the proximal left anterior descending (lad) and first diagonal coronary arteries with a reference vessel diameter of 4.0mm. It was treated with direct stent placement of a 3.0x16mm taxus liberte stent resulting in 0% residual stenosis with good apposition. There were no reported complications. The patient was placed on aspirin 81mg daily and a 60mg bolus of prasugrel following the procedure. A 45 minutes after the procedure ended, the patient developed 10/10 chest pain. ECG showed st and t wave changes which were suggestive of acute ischemia. Cardiac catheterization was performed and revealed 100% acute stent thrombosis in the proximal lad and mid lad. It was treated with angioplasty using a 3.0x15mm apex balloon with "excellent flow post procedure". The patient was discharged the next day on aspirin and prasugrel.